Event description:
It was reported that while the cot was being unloaded from the ambulance, the operator did not lower the legs completely to the ground before the head end of the cot was removed; causing the cot to begin to drop and then tip. The pt onboard allegedly rec'd bruises and needed x-rays. The customer has admitted user error.

Manufacturer narrative:
The cot was examined and found to be performing to spec.